Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three sealed devices. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned product. The visual inspection and functional evaluation of the product had acceptable results. The reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate

Manufacturer narrative:
(B)(4). This is to confirm that this is a veterinary case, involving either a feline or canine patient. The specifics of the case could not be provided by the account.

Manufacturer narrative:
(B)(4). This supplemental is actually the 4th follow up, however the previous supplemental sent which was inaccurately listed as the 4th and should have been listed as the 3rd. In order for this supplemental to pass as a non duplicate it is being submitted with being listed as the 3rd follow up.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, after using the device, the patient developed hernia.

Manufacturer narrative:
(B)(4).